Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 2,268 units. There were 36 units in stock in b. Braun surgical's warehouse that have been requested for the analysis of the case. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 3.27 kgf in average and 2.94 kgf in minimum (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). Degradation test results conducted with samples from stock after 7 days in a 0.9% nacl solution at 37ºc are 2.02 kgf in maximum and 1.75 kgf in minimum and fulfil b. Braun surgical requirements (bbs): 2.30 kgf > xi > 0.51 kgf. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 3.38 kgf in average and 3.25 kgf in minimum and fulfilled ep requirements. Degradation test results were 1.88 kgf in maximum and 1.75 kgf in minimum fulfilling bbs requirements. Final conclusion: although the results of the samples received from stock of the same code-batch fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with safil quick suture. The client reported that on (B)(6) 2020 the patient gave birth by natural childbirth and had grade I perineal laceration. The laceration was repaired with safil quick suture. Two days later of the surgery, the nurse noticed that the wound healing was not good. After the examination, it was found that the suture was broken. According to the information received, she was treated with microwave therapy and hip bath with chinese herbs and was recovering. Additional data has been requested.